Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing performed, including displacement, rewind, occlusion, prime, and excessive no delivery alarm tests. No delivery or motor anomalies were noted during testing. The insulin pump was received with a scratched lcd window and a crakced reservoir tube lip.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 20 mg/dl. It was stated that this occurred after nearly the entire reservoir was delivered to the customer within an hour, but nothing in the insulin pump information indicated that the delivery came from a bolus, basal or prime. Programming was reviewed and found to be correct, and the reservoir contained the same amount of insulin as was displayed on the insulin pump status screen. A set change was performed around 10:00pm that evening and a low reservoir alarmed at 11:18pm. During troubleshooting, it was found that a larger fixed prime amount was programmed than was required by instructions for use to fill the cannula. It was advised that the customer revert to a back-up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Additional information had been received which was not included with this initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test. The motor was tested outside of the pump and passed.